Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that contacts 0-7 had impedances of over 40,000 ohms. A connectivity check showed red values for the same contacts. The patient denied any falls, but the patient has had a cough and been coughing strongly. The cough has since subsided. Programming was done to satisfaction using the other contacts/lead. No symptoms or further complications were reported.